Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for non-malignant pain. Information was reported that the patient stated at first it was taking him 6-7 hours to charge their ins. Now the patient cannot get it to charge at all and shows reposition antenna screen. The ins is also not connecting with the patient's programmer (pp). The last time the patient had a successful charge was 1.5 months ago. It has been taking the patient 6-7 hours to charge his ins over the past 2-3 months. It was reviewed the possibly of an overdischarge and the patient was redirected to follow up with their healthcare provider (hcp). No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) alleging that the patient¿s ins was overdischarged. The rep stated that they were attempting to start a physician mode recharge pmr, but were having difficulties and they were seeing the reposition antenna screen. The last time the patient successfully recharged their device was about a month ago. The reason the patient was not maintain the recharge was due to issues with recharging. The rep stated that it had been taking the patient about eight hours to recharge and then the ins wouldn¿t charge at all. They indicated that it had always taken a long time to charge, but about six months ago or longer it started taking 8 hours. Steps were reviewed to perform a pmr and then to continue recharging. It was then reviewed to clear the por screen when the ins reaches 25 percent. It was indicated that troubleshooting resolved the reported issue and the rep had successfully started a pmr. No symptoms were reported. The issue of the device taking a long time to recharge occurred since implant and the overdischarge occurred in 2019 (¿couple of weeks¿). No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the physician recharge mode (prm) did not resolve the over discharge issue. The patient made an appointment with their doctor to determine the next steps. The physician is aware of the over discharged battery and the failed prm. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider. It was reported that the patient had met with a rep to address the overdischarge, but it was unsuccessful. The patient reported that they fell down the stairs about 6 months ago and they believed that this was related to the ins not working and not turning on or off. No further complications are anticipated.